Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level ranged from 560 mg/dl to 600 mg/dl. His blood glucose level was not coming done. The customer had already performed the self-test. The customer treated his blood glucose level with shots. The high pressure test passed. The customer woke up with a blood glucose level of 576 mg/dl and the insulin pump was disconnected from his body. The device was not returned.